Manufacturer narrative:
This report is submitted on april 23, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a lack of clinical benefit with device use; subsequently the device was explanted on (B)(6) 2018. There are no plans to re-implant the patient with a new device.